Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented after receiving two shocks while sleeping from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted to review and determined the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting and programming options. During troubleshooting noise was seen, however it was of myopotential nature and not the same as previous stored episodes. Ts recommended reprogramming the sensing vector and monitoring via the remote home monitoring system. The s-ICD and electrode remain in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient presented after receiving two shocks while sleeping from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. Technical services (ts) was consulted to review and determined the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting and programming options. During troubleshooting noise was seen, however it was of myopotential nature and not the same as previous stored episodes. Ts recommended reprogramming the sensing vector and monitoring via the remote home monitoring system. The s-ICD and electrode remain in service and no additional adverse effects were reported. Additional information was received that the smartpass filter was deactivated due to long intervals and low amplitudes that led to possible under sensing. The smartpass feature was reactivated, and ts discussed that programming that had previously occurred may not reduce the risk of additional inappropriate therapy. Ts discussed potential causes and suggested further troubleshooting, along with other programming options. The s-ICD remains in service and no adverse effects were reported.